Event description:
Pt had slight tenderness for a few days after test injection. Then, 6 months later, an arthus type reaction "the size of a golf ball" began at the skin test site. The physician is not sure that this is related to the collagen skin test or if the pt has been bitten by an insect or exposed to something else. Physician incised and drained the lesion which yielded "mostly blood." No culture was taken for the exudate.